Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at implant site and extrusion of receiver/stimulator. The device was explanted on (B)(6) 2025 and there are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient also was treated with antibiotic (specific type, date and duration not reported).